Manufacturer narrative:
A ge service representative performed an onsite investigation. The left monitor was evaluated and replaced. The system was tested and found to be working as intended and returned to service.

Event description:
It was reported that the system left (live) monitor could not display a live image. This rendered the system unusable, due to the inability to display a live fluoroscopic image. There is no report of injury or death associated with the event described in this complaint.